Event description:
It was reported that the customer could not upload his/her insulin pump. The insulin pump did not download. The customer's blood glucose level was 133 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump downloaded properly. However displayable history check failed on startup alarms were noted in alarm history due to corrupted history files. Cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.